Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10961r32, implanted: (B)(6) 2002, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8711, lot # j10853r56, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
The patient reported the pump was not working. The pump was implanted in 2009 and the patient was told the pump had to be replaced in (B)(6) 2015. The patient thought their pump would last longer like their previous pump which lasted 10 years. No patient symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.